Event description:
It was reported that the patient lost therapy due to the ipg reaching end of service. The ipg was explanted and replaced on (B)(6) 2019. The patient has effective therapy post operatively.